Manufacturer narrative:
Manufacturer's report date: 05/11/2011. (B)(4). Device event logs have been requested on several occasions, but have not been received yet. A follow up report will be submitted once the logs have been received and evaluated or any relevant information is obtained.

Event description:
Report received that an ICU patient died and the customer attributes the death to clinician programming of an alaris system, possibly related to the use of one of their data sets. Although requested, no specifics related to intended or observed programming have been provided. The customer is unable to provide additional patient information at this time.